Event description:
On (B)(6) 2011, it was reported by the injury prevention coordinator from the user facility's risk management department that a non-sterile stylet ((B)(4): non-sterile ventricular catheter stylet) was used on a (B)(6) female pt for a t3-l3 fusion with instrumentation on (B)(6) 2011 at 17:00. The non-sterile stylet was discovered intraoperatively. It was reported that the pt had already been given prophylactic antibiotics and antibiotics were mixed with the bone cement. The surgery was stopped. The pt was re-prepped and given extra antibiotics. Surgery continued. No wound infection was noted. It was reported that the pt had developed a urinary tract infection (uti) after the surgery on (B)(6) 2011. Antibiotics were given. The pt was discharged on (B)(6) 2011. On (B)(6) 2011, additional information was requested form the injury prevention coordinator and it was reported that form the surgical report that the stylet was "used to reclean suction". No other information was available. No cultures were done at the site whether the product was used. Note: the product has a label that states "non-sterile". The product ordering code indicates that this product is non-sterile.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.